Manufacturer narrative:
(B)(4). The additional rx nc trek dilatation catheter mentioned is being filed under a separate manufacturer report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, which confirmed the reported leak in the catheter. The returned device analysis found a longitudinal tear in the shaft inner member for a length of 2 cm. The catheter leaked from this tear when pressurized. A review of the complaint database revealed no events from this manufacturing lot for this issue. An expanded investigation was conducted and confirmed a possible product deficiency related to tears in the inner member was noted. Further assessment of this issue per site operating procedures was performed. There is a low rate of occurrence and a low severity associated with this failure mode. It should be noted the trek rx and mini trek rx coronary dilatation catheter instructions for use states: slide the protective sheath off the balloon. Submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Prepare an inflation device with the recommended contrast medium according to the manufacturers instructions. Evacuate air from the balloon segment. Fill a 20cc syringe or the inflation device with approximately 4cc of the recommended contrast medium. After attaching the syringe or inflation device to the balloon inflation lumen, orient the dilatation catheter with the distal tip and the balloon pointing in a downward vertical position. Apply negative pressure and aspirate for 15 seconds. Slowly release the pressure to neutral, allowing contrast to fill the shaft of the dilatation catheter. All air must be removed from the balloon and displaced with contrast prior to inserting into the body otherwise complications may occur.

Event description:
It was reported that during prep but prior to introduction into patient anatomy, an attempt was made to attach the hub of a 2.5x12 trek balloon dilatation catheter (bdc) to an indeflator, however, the hub was unable to securely connect to the indeflator. For troubleshooting purposes, while still outside of the patient anatomy, an attempt was made to securely attach a new indeflator to the hub of the bdc, but the hub was unable to securely connect to this indeflator; an attempt was then made to inflate the balloon, however, the balloon ruptured between 2 and 4 atmospheres. The bdc was not used in the anatomy. Another attempt was made to attach the hub of another 2.5x12 trek bdc after advancing this device without difficulty into the patient anatomy to the radial-subclavian-aorta area with negative pressure drawn and held, however, the hub of this device was also unable to be threaded securely and tightened onto the 1st indeflator; it was then observed that the same indeflator was filled with blood and a leak in the balloon was confirmed. The procedure was completed using a 2.5x12 non-abbott bdc using the same indeflator. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.